Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-jan-17. It was noted that in 2005-2007 the patient¿s pain was too severe and the patient needed too much pain medications due to an automobile accident and surgery. In 2005 the patient had a spine surgery and it was stated that the doctor ¿failed surgeon¿ and that surgery was a mistake as the spine was damaged. The patient had a kyphoplasty surgery, braces, and underwent physical therapy and rehabilitation. In 2012 the patient then had the pain pump implanted. It was indicated that the pain had not been resolved which was a ¿big concern.¿ information regarding refills and checking the pain pump if the patient was in a hospital was requested. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer on (B)(6) 2017. In regards to clarify the pain pump not working, it was stated that it was due to the increased pain. The medication amount needed to be increased. Steroid injections were often performed with ablations. The circumstances that led to the pain pump not working were the patient became progressively ill due to the drug infusions. The pain pump worked, but was ineffective due to the need for increased medication. The steps taken to resolve the pain pump not working were an MRI test to see if the pump was working, and the patient was given stronger doses of medications and additional backup pain pills. The patient was constipated all the time. The patient stated that their weight should be on the doctor¿s records. The treating pain physician never took their weight. The patient stated that their weight fluctuation increased. The patient stated that they never had a representative on their ID card. They asked for a representative and were never given one. The patient had numerous hospital stays and now had another pain management physician that was associated with the hospitals. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient continued to be in "so much pain that I can't even function," and the patient asked how to deal with her pain management because "he keeps reducing the amount of pain medication." The patient was redirected to a healthcare provider.

Event description:
No further patient complications have been reported as a result of this event.

Event description:
Additional information received reported the patient had a refill yesterday (B)(6) 2017 and thinks it¿s not working. Per the patient the pain pump was not working. The patient couldn¿t walk and the patient was in the hospital for their severe pain. The patient went to the ER (emergency room) in the morning on (B)(6) 2017 and was told to go to their healthcare provider and get the refill. Per the patient the pump was due for a refill the following day. The patient was in excruciating pain. The patient also stated that since about 2 months ago they haven¿t been able to walk, can¿t stand and can¿t even move. The patient¿s pump was refilled yesterday however the patient still feels tremendous pain. The patient did not think it was refilled because of the pain the patient was still feeling. Per the patient from a pain level 1-10, with 10 as the highest the patient¿s pain level was a 10. The patient stated that the pain started months ago, 4 months ago. The patient was given a sheet (slip) when the patient got their refill and the patient couldn¿t find it. The patient was wrapped up from a blanket from hospital and the paper slipped out. The patient was ¿out of their mind¿ when she came from the hospital. The front desk had called the patient and said they would mail it to the patient. The patient¿s friend picked her up from the ER (emergency room) and brought her to the healthcare provider¿s office for a refill per the ER (emergency room) physician¿s instructions and was given a telemetry printout. The patient was then told they couldn¿t treat the patient anymore. The patient was seeking a new physician and requested physician listings. The patient¿s medical history included a lot of things wrong with their spine from 2012. The pump also delivered dilaudid, concentration not reported, at 2mg/day and the non-reservoir drugs the patient also took were otc (over the counter). The patient planned to follow up with their healthcare provider.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained clonidine, an unknown brand of morphine, and an unknown drug all at unknown concentrations and doses. It was reported the patient had chronic sciatica new bad pain since 2012. The patient stated the pain kept getting worse and worse, and the health care provider (hcp) had increased the medication and given the patient injections. The reason for the call was that the patient stated the hcp on her identification (ID) card wasn't associated with any hospital. Additional information was received. It was reported that the patient first experienced the pain getting worse in 2013. There was an alleged issue with the device and medications. In 2015, an MRI was taken. The patient went to see a neurologist and it was noted that the medication should be changed. The pain had not resolved and was so severe that they could not walk from the pain and they go into black outs/tremors from the pain. The physician never changed the medication from the patient's pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.